Event description:
National complaint coordinator for baxter japan reported overinfusion on a device during patient use. The device was filled with 70ml of 5-fu and 160ml of normal saline for a total fill volume of 230ml. The actual flow rate was 230ml/42hr. The expected duration was 46 hours. The device was not used prior to the reported incident. Infusion was through an intravenous injection. The flow restrictor of the device was at the same height as the infusor. There were no reports of injury or medical intervention related to the reported condition.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on mar 16, 2007. The device involved in this incident has been requested for evaluation. Should the device be returned, evaluation results will be provided in a follow-up report. A review of all records related to the manufacture of the product lot has been conducted, which revealed that the lot in question met all of the release criteria, and the units were release with acceptable results.